Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer has experienced low blood glucose (bg) levels 53 mg/dl. The customer would consume glucose tablets to stabilize bg level. The customer stated to be on a plant base diet and is unsure what caused low bg's. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.

Manufacturer narrative:
Review of pump data by tandem quality engineering. Pump logs recorded low blood glucose (bg) levels on six days between (B)(4) 2016 and (B)(4) 2016. Each time a low bg level was recorded, the user entered a carbohydrate value in grams with the same numerical value as the low bg level entered. It is possible that the user may be entering grams of carbohydrate intake into the bg level field during bolus requests. There is no evidence that the insulin pump experienced a malfunction or failure.